Manufacturer narrative:
Submit date: 01/03/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/19/2016 that a customer had an issue with an epump. The customer reported that the unit requires recalibration or repair and during triage technician has found that the alarm was not functioning, making this reportable.

Manufacturer narrative:
Submitted: 9/15/2017 an evaluation of the kangaroo pump was performed for the reported condition of damaged part. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.